Manufacturer narrative:
(B)(4). Per the user facility's biomedical engineer (biomed) the unit was not used in a procedure as it is no longer functioning.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cord attached to the motor was loose. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed that the cord attached to the actual motor is loose and almost pulled out. The srt adjusted strain relief on power cord. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.